Event description:
A PICC line was placed 11/14/97, on the evening of 11/29/97 leaking was noted at the area of the insertion site. The following day a home health care nurse removed the stitches holding the catheter in place, it came loose and broke in two and the tubing remained in the pts right upper arm area and was free floating. The pt was taken to the hospital where surgery was performed to remove the detached catheter tubing.